Manufacturer narrative:
On 11/5/2019, mentor became aware that the correct date of implant explantation was (B)(6) 2019. On 11/14/2019, the mentor failure analysis lab has received the device for evaluation. On 11/26/2019, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, it was observed to be ruptured. It was received in two pieces and also shell abrasion was noted at the edge of the tear. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Shell abrasion suggests being in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with two 275cc mentor memorygel breast implants, suffered pain under their right breast and bilateral rupture, post-operatively. Ruptures were discovered via sonography. As a result, the patient was scheduled for bilateral implant explantation on (B)(6) 2019. This medwatch form is for the left breast prosthesis.